Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime test. The device had a motor error stuck in the motor error alarm loop during bolus delivery and the motor position encoder error alarm found in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The display functioned properly. No unexpected on and off on display or resetting alarm noted during testing. The device had a scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.